Event description:
It was reported that the insulin pump had an error alarm and the insulin was squirting out during manual prime process. It was stated that the customer was disconnected during prime. It was stated that the piston continued moving after the reservoir contacted and insulin squirted out, followed by an error alarm. It was stated that the numbers did not appear on the screen, and the beeps could not be heard. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.